Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia for approximately 6.5 hours after announcing and consuming a meal, with a peak glucose of at least 401 mg/dl and a subsequent downtrend to 363 mg/dl with a downward trend arrow; the user performed a supply change prior to contacting support and requested no further assistance. Symptoms included hyperglycemia. Outcomes included no hospitalization and no reported injury. Investigation included complaint intake review and user-led troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.